Event description:
It was reported that the patient presented with recurring incontinence shortly after having his artificial urinary sphincter (aus) device implanted. The patient was not satisfied with his level of continence. The aus cuff was explanted and a new aus cuff was implanted.